Event description:
It was reported that the ilet display became partially unresponsive after the user cracked the screen, with the entire left side of the touchscreen not responding; a photo was provided and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy reported and no alarms reported. Investigation included review of customer report and photographic evidence, and collection of device history via serial number. Investigation of this case revealed physical damage to the display and touchscreen consistent with user-induced screen cracking, resulting in loss of touch functionality on part of the screen, with no indication of systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was damage due to handling or accidental impact.

Manufacturer narrative:
Initial.